Event description:
No mobility after the injection [mobility decreased]. Needed a walker because her leg had atrophied at the knee and her foot could not reach the floor anymore [leg dragging]. It has atrophied; needed a walker because her leg had atrophied at the knee and her foot could not reach the floor anymore [atrophy skeletal muscle]. She cannot bend her leg [joint range of motion decreased]. Received three shots in her left knee, and she felt pretty good after the first injection, had the next two and felt a little pain after the third one [aching (l) knee]. It is like a stick, and it has atrophied, and her knee is rock hard [joint stiffness]. Case narrative: initial information received on 16-nov-2022 regarding an unsolicited valid serious case received from a patient from united states. This case involves a 77 years old female patient who received three shots in her left knee, and she felt pretty good after the first injection, had the next two and felt a little pain after the third one, she cannot bend her leg, and it is like a stick, and it has atrophied, and her knee is rock hard, no mobility after the injection, needed a walker because her leg had atrophied at the knee and her foot could not reach the floor anymore, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In 2013, the patient received three shots of hylan g-f 20, sodium hyaluronate injection in her left knee by the doctor (dose, frequency, route, strength, indication, batch number and expiry date). The patient felt pretty good after the first injection. She had the next two and felt a little pain after the third one (arthralgia, onset; latency: unknown), but it did not hurt to get the injection. The patient states that she had mobility in the knee prior to receiving the synvisc injection but had no mobility after the injection (mobility decreased, seriousness criteria: intervention required, onset; latency: unknown). She had to have numerous physical therapy sessions and she was still unable to move her leg. The patient states that her leg was locked in place and atrophied. After the injection, she was dragging her left leg and needed a walker because her leg had atrophied at the knee and her foot could not reach the floor anymore (muscle atrophy), (gait disturbance; seriousness criteria: intervention required) (onset; latency: unknown). A year and a half after receiving the injection she had to start using a wheelchair. The patient states she was in a wheelchair due to the synvisc. She cannot bend her leg (joint range of motion decreased, onset; latency: unknown). It was like a stick, and her knee was rock hard (joint stiffness, onset; latency: unknown). Now her hip was very thin due to having the synvisc procedure. Action taken: not applicable for all events. Corrective treatment: patient used walker for his gait disturbance, muscle atrophy; on a wheelchair and numerous physical therapy sessions for mobility decreased and not reported for other events. Outcome: not recovered / not resolved for all events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
No mobility after the injection [mobility decreased] needed a walker because her leg had atrophied at the knee and her foot could not reach the floor anymore [leg dragging] it has atrophied; needed a walker because her leg had atrophied at the knee and her foot could not reach the floor anymore [atrophy skeletal muscle] she cannot bend her leg [joint range of motion decreased] received three shots in her left knee, and she felt pretty good after the first injection, had the next two and felt a little pain after the third one [aching (l) knee] it is like a stick, and it has atrophied, and her knee is rock hard [joint stiffness] case narrative: initial information received on 16-nov-2022 regarding an unsolicited valid serious case received from a patient from united states. This case involves a 77 years old female patient who received three shots in her left knee, and she felt pretty good after the first injection, had the next two and felt a little pain after the third one, she cannot bend her leg, and it is like a stick, and it has atrophied, and her knee is rock hard, no mobility after the injection, needed a walker because her leg had atrophied at the knee and her foot could not reach the floor anymore, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In 2013, the patient received three shots of hylan g-f 20, sodium hyaluronate injection in her left knee by the doctor (strength: 16mg/2ml) (dose, frequency, route, indication, batch number and expiry date). Information on batch number was requested. The patient felt pretty good after the first injection. She had the next two and felt a little pain after the third one (arthralgia, onset; latency: unknown), but it did not hurt to get the injection. The patient states that she had mobility in the knee prior to receiving the synvisc injection but had no mobility after the injection (mobility decreased, seriousness criteria: intervention required, onset; latency: unknown). She had to have numerous physical therapy sessions and she was still unable to move her leg. The patient states that her leg was locked in place and atrophied. After the injection, she was dragging her left leg and needed a walker because her leg had atrophied at the knee and her foot could not reach the floor anymore (muscle atrophy), (gait disturbance; seriousness criteria: intervention required) (onset; latency: unknown). A year and a half after receiving the injection she had to start using a wheelchair. The patient states she was in a wheelchair due to the synvisc. She cannot bend her leg (joint range of motion decreased, onset; latency: unknown). It was like a stick, and her knee was rock hard (joint stiffness, onset; latency: unknown). Now her hip was very thin due to having the synvisc procedure. Action taken: not applicable for all events. Corrective treatment: patient used walker for his gait disturbance, muscle atrophy; on a wheelchair and numerous physical therapy sessions for mobility decreased and not reported for other events. Outcome: not recovered for all events. A product technical complaint (ptc) was initiated on 16-nov-2022 for synvisc (lot/batch number: unknown) with global ptc number: 100278352. The sample status of the ptc was not received and the ptc stated: based on the intake information, this was not a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. (Tj 01-dec2022) the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA was required. The final investigation was completed on 20-dec-2022 with summarized conclusion as no assessment possible. Additional information was received on 20-dec-2022 from the quality department. Ptc details was added.

Event description:
No mobility after the injection [mobility decreased] needed a walker because her leg had atrophied at the knee and her foot could not reach the floor anymore [leg dragging] it has atrophied; needed a walker because her leg had atrophied at the knee and her foot could not reach the floor anymore [atrophy skeletal muscle] she cannot bend her leg [joint range of motion decreased] received three shots in her left knee, and she felt pretty good after the first injection, had the next two and felt a little pain after the third one [aching (l) knee] it is like a stick, and it has atrophied, and her knee is rock hard [joint stiffness]. Case narrative: initial information received on 16-nov-2022 regarding an unsolicited valid serious case received from a patient from united states. This case involves a 77 years old female patient who received three shots in her left knee, and she felt pretty good after the first injection, had the next two and felt a little pain after the third one, she cannot bend her leg, and it is like a stick, and it has atrophied, and her knee is rock hard, no mobility after the injection, needed a walker because her leg had atrophied at the knee and her foot could not reach the floor anymore, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In 2013, the patient received three shots of hylan g-f 20, sodium hyaluronate injection in her left knee by the doctor (strength: 16mg/2ml)(dose, frequency, route, indication, batch number and expiry date). The patient felt pretty good after the first injection. She had the next two and felt a little pain after the third one (arthralgia, onset; latency: unknown), but it did not hurt to get the injection. The patient states that she had mobility in the knee prior to receiving the synvisc injection but had no mobility after the injection (mobility decreased, seriousness criteria: intervention required, onset; latency: unknown). She had to have numerous physical therapy sessions and she was still unable to move her leg. The patient states that her leg was locked in place and atrophied. After the injection, she was dragging her left leg and needed a walker because her leg had atrophied at the knee and her foot could not reach the floor anymore (muscle atrophy), (gait disturbance; seriousness criteria: intervention required) (onset; latency: unknown). A year and a half after receiving the injection she had to start using a wheelchair. The patient states she was in a wheelchair due to the synvisc. She cannot bend her leg (joint range of motion decreased, onset; latency: unknown). It was like a stick, and her knee was rock hard (joint stiffness, onset; latency: unknown). Now her hip was very thin due to having the synvisc procedure. Action taken: not applicable for all events. Corrective treatment: patient used walker for his gait disturbance, muscle atrophy; on a wheelchair and numerous physical therapy sessions for mobility decreased and not reported for other events. Outcome: not recovered for all events. A product technical complaint (ptc) was initiated on 16-nov-2022 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available, and ptc was set in process. A product technical complaint (ptc) was initiated on 16-nov-2022 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available, and ptc was set in process. A product technical complaint (ptc) was initiated on 16-nov-2022 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available, and ptc was set in process. Additional information was received on 16-nov-2022 from product quality officer. Ptc details for (B)(4) added; strength added; text amended accordingly.